Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a fat grafting procedure performed with an accelerator ii aspirator, fluid was sucked into the generator. Per customer, there was no injury to the patient or the user of the device.

Manufacturer narrative:
During failure analysis, it was determined that the device returned under this complaint file was not the complaint device. The complaint device for this report still has not been received. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/3/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).